Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that after inserting the lead into the connector of the pacemaker header, it was not fully possible to insert the lead into the connector. Thinking the bolt may be impeding the lead to fully enter the connector, the physician used a screw driver to unscrew the bolt but the bolt came out with the screw driver. The pacemaker was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of not possible to fully insert the lead into the device connector and setscrew came out with the wrench was confirmed. Analysis found the connector port normal. All connector dimensions were normal. Is-1 test leads could be fully inserted with normal force. The only remaining cause of the problem is as stated by the physician that: the setscrew was blocking lead insertion. The physician began to retract or back out the setscrew for lead insertion problems as the user¿s manual says to do. But when the physician went to perform the act of backing out the setscrew the physician incorrectly inserted the torque wrench into the setscrew inset such that the wrench became wedged and stuck in the setscrew. The setscrew stuck to the wrench tip came out of the device through the septum with the torque wrench when the physician removed the wrench. The problem of the setscrew came out with the torque wrench was caused by incorrect use of the torque wrench by the user, the physician.